Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose of 23 mg/dl at the time of the incident. The customer over bolused by mistake. The customer was wearing the insulin pump during the incident. Troubleshooting for the low incident was not completed as the customer declined. The customer also complained about no delivery alarms that may have been caused by an occluded reservoir or set. The reservoir will be returned for analysis.